Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient noted increased driveline site drainage on (B)(6) 2022. There were no fevers, pain, or erythema at the driveline site. The patient was started on doxycycline for 14 day course. On a (B)(6) 2022 culture, serratia marcescens and klebsiella pneumoniae were noted. It was reported that since (B)(6) 2022 the patient had not reported any drainage, erythema, or pain. Patient was instructed to call if symptoms or drainage returns. A follow up appointment was scheduled on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event. No further information was provided. The manufacturer is closing the file on this event.